Event description:
It was reported this was a venotomy closure using the pre-close technique via a 6f sheath hole prior to a thrombectomy procedure. Reportedly, five proglide devices came out with no sutures attached. The sheath was upsized to a 24f sheath and the thrombectomy procedure was completed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Date of event: estimated date. The additional proglide devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures attached the device came out¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for eval updated from 'no' to 'yes'. H3 - device returned to manufacturer? Updated from 'no' to 'yes'. H6 - type of investigation code 4114 was removed. H10: addtl mfg narrative ¿ revised.